Manufacturer narrative:
On (B)(6) 2012, consumer stated that he is having a cap put on his damaged tooth. Consumer states that the tooth had previous work done on it, a filling, however, would not state how old his filling was. On (B)(4) 2012, will file a follow up when failure analysis is completed.

Event description:
On (B)(6) 2012, consumer stated that they chipped their tooth.